Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement: (B)(6) hospital, (B)(6) 2018. Primary implant (B)(6) 2012. The stem had subsided and was loose, this was evident on x-ray. The stem, head, screws and liner were removed and replaced. A conservative revision was completed. Male patient (B)(6).